Event description:
It was reported that the patient went to the hospital after becoming dizzy, falling and subsequently breaking hip. The patient's device could not be interrogated and no telemetry could be established. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead implanted: (B)(6) 2002, 5092 implantable pacing lead implanted: (B)(6) 2002. (B)(40.